Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because although the companion hospital cart was missing its ground pin prohibiting the power cord from locking into place, the issue did not prevent the driver from performing its life sustaining functions. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that the companion hospital cart was missing the ground prong for the power cord. Additionally, the locking power cord did not engage into the hospital cart.

Manufacturer narrative:
Visual inspection and physical observation confirmed the customer-reported issue of the hospital cart missing the grounding pin, and the inability of the returned ac power cord to be locked into the companion hospital cart. The root cause of the power cord not being able to lock into the hospital cart was due the power entry module missing the grounding pin. The cause for the missing grounding pin cannot be conclusively determined; however, it is likely caused by the user not disengaging the locking mechanism (by pushing the button down) when removing the power cord. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.